Event description:
Allegedly, patient was revised due to dislocation/subluxation. Revision njr number: (B)(4). Side:r. Primary asa: p3 - incapacitating systemic disease. Components not revised: profemur tl classic fixed neck size 6 prtls026 1892400.

Manufacturer narrative:
The alleged complaint could not be confirmed. This patient was indicated to have been revised approximately 2 days after the primary operation due to dislocation/subluxation, which is used by the UK njr to capture both dislocation and/or subluxation indications for revision. The revised products were not returned for investigation. No radiographs or operative notes were provided to confirm the complaint for dislocation/subluxation. Review of the device history record (DHR) for this lot indicates that these products were manufactured to specification. Review of historical complaint data reveals no other reported complaints for these lots. Dislocation and subluxation are known risk of total hip arthroplasty and can be influenced by both patient and/or surgical factors. The microport hip systems package insert (150803-8) lists "dislocation, migration and/or subluxation of prosthetic components from improper positioning, trauma, loss of fixation and/or muscle and fibrous tissue laxity" as possible adverse effects of total hip arthroplasty. There were no trends identified for the described complications. This issue will continue to be monitored through complaint tracking.